Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use a ventilator generated the backup battery failure alarm. The device continued ventilating/cycling. The patient was removed from the ventilator and transferred to a different ventilator. There was no patient harm/injury reported as a result of this event.